Event description:
Doctor reports that they were attempting to remove an implant and the frs20 tools in the process. Consequently, the patient had to have the implant trephined out.

Manufacturer narrative:
Added returned to manufacturer checked mark and date returned to manufacturer.